Event description:
It was reported that during a checkup it was noted that there were episodes of t-wave oversensing (twos) post ventricular sense. The physician chose to reprogram sensitivity, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.